Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture; capsular contracture, baker grade iii photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Crease folding of implant: observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, d6b, g2, h6, h11.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, rupture, "capsule with irregular edges with signs of tears", and "capsular invaginations". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported capsular contracture baker grade ii, rupture. Confirmed by MRI, capsule with irregular edges with signs of tears and ¿illegible¿ in relation to the capsular invaginations. Healthcare professional later reported capsular contracture baker grade iii. This record is for the left side. Device remains implanted.